Manufacturer narrative:
Product investigation: product drawing from time of manufacture was reviewed during this evaluation. No drawing discrepancies were identified. The dynamic hip system ¿ general / dhhs design document adequately addresses the complaint condition ¿broken: intraoperatively¿. Specifically, the function ¿strength of instrument, whole system except connecting screw and dhs/dcs wrench¿, with a hazard of ¿breakage/bending of instrument¿. The coupling screw was likely damaged through an alignment issue when assembled on the back table. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when lag screw was screwed into the dynamic hip and condylar screw system (dh/dcs) coupling short screw, the thread of the dhs coupling screw broke off inside the dhs lag screw. No patient harm was reported. Back-up lag screw was used to complete the surgery successfully without any surgical delay. Per additional information, all fragments were inside lag screw and the incident occured on the back-table. A back-up coupling screw was used to complete the surgery. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The part has been received; an evaluation is in progress. A review of the device history record did not reveal conditions that could have contributed to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.